Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the proximal end in the backend of the fenestrated bipolar forceps. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the grip direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not grasp properly. The procedure was completed with no reported injury.